Event description:
Dr singal complaint of 50ml platipak he said syringe is too hard compare to 50ml precise plastipak 50ml is too hard when prepare for medicine [08 sept 2023] - received an email replies from complainant for information requested. Answers added in follow up tab. Refer email attached. [(B)(6)] 1. Yes while preparation they chase difficulty to move plunger, today I received one more syringe from hospital in todays case plunger is separate from stopper while preparation. 2. Which device you are asking for syringe pump or our syringe? 3. No before that I received fresh syringe from them today I received used syringe will shipped today and tracking no shared with you.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: both photos and two physical samples were provided to our quality team for investigation. Upon visual inspection, no damage is observed. One of the returned samples is noted to be used and the stopper was disassembled from the plunger, the stopper remaining inside the barrel. A device history review was performed for reported lot 2301096, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Throughout the manufacturing process, break out force, sustaining force testing, and silicone content testing are conducted for each lot to evaluate the movement of the plunger. Results for the reported lot were reviewed and no issues were identified. The unused sample underwent these same evaluations and was verified to meet required specifications, no issues with the plunger movement was identified. Based on our investigation, we are not able to determine a definitive root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd 50ml syringe the plunger was difficult to move. There was no report of patient impact. The following information was provided by the initial reporter: dr singal complaint of 50ml platipak he said syringe is too hard compare to 50ml precise.